Event description:
Endoscopes in our ambulatory endoscopy facility, a licensed ambulatory surgery center, are reprocessed using a custom ultrasonics system 83 plus and rapicide high level disinfectant. A failed software update led to the disinfection-phase processing of colonoscopes used in 6 cases at an incorrect temperature, which failed to meet manufacturer's specifications. We corrected this problem immediately on its discovery. We conducted a risk assessment with the assistance of the device manufacturer and have determined the risk of infectious transmission to the potentially affected patients to be very low to negligible. We have notified state and local regulatory authorities. This report is reflective of our notification process. We have notified the potentially affected patients, and have advised them of this matter in compliance with the guidelines of the american society for gastrointestinal endoscopy with regard to the management of reprocessor failure. We have notified the device manufacturer, which is investigating the source of the software-hardware problem. There is no evidence of transmission of an infectious disease as a result of this event. Diagnosis: instrument processing failure. Very low to negligible risk of infectious transmission.